Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to improper maintenance. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6), that during service and evaluation, it was determined that the power module device was leaking liquid causing the liquid indicators to turn red. It was further determined that the device failed pretest for check indicator (liquid damage), charging and checking of power module in charger, information button and self-test and check for externally cleanness and foils of liquid damage. It was noted in the service order that the device was not working prior to a procedure. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.